Event description:
It was reported the device was used during a laparoscopic splenenctomy. It was reported the atw35 was fired five times during this procedure and all of the firings were done without difficulty. It was reported after the spleen was removed there was bleeding from the staple line. The surgeon decided to convert to an open procedure. The surgeon controlled the bleeding by suturing with prolene suture. There was still some blood oozing from the staple lines. The surgeon used surgical and thrombin on these areas. The surgeon completed the procedure.